Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00990, 0001822565-2023-00991, and 0000002648920-2023-00074. Concomitant medical products: medical products: articular surface size green/c-h 14 mm height catalog#: 00595204014 lot#: 64590072 tibial tray fixed bearing size 5 catalog#: 00595404701 lot#: 64648785 all poly patella standard cemented size 35 mm diameter 9.0 mm thickness catalog#: 00597206535 lot#: 65270040 customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, approximately nine months post-implantation, the patient had recurrent hemarthrosis. Leading to left knee arthroscopy, debridement, lysis, and adhesions. During the procedure fluid was sent to microbiology for cell count and gram stain culture. No intraoperative complications were reported. No additional information or outcomes provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The synovial membrane (synovium) encloses each joint and secretes fluid to allow joints to move freely. When the synovium is irritated by debris or pathogens, it over-secrets fluid causing local pain/tenderness, inflammation, swelling, and warmth, often resulting in mobility difficulties. Synovitis is treated with steroid injections to reduce the pain and inflammation or by arthroscopic or open synovectomy. Hemarthrosis is a condition of articular bleeding, that is into the joint cavity. This can occur after and injury, bleeding disorder, or surgery. Common symptoms include pain, swelling, and decreased range of motion of the involved joint. Hemarthrosis can be treated at home using the rice method rest, ice, compression, and elevation however, when patient do not respond to conservative measures embolization maybe performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, g3, g6, h2, h11.

Event description:
It was reported that the patient developed recurrent hemarthrosis and adhesions approximately nine (9) months following left knee arthroplasty. The patient was treated with debridement and lysis of adhesions at that time. The patient continued to experience pain and swelling and underwent a left geniculate artery embolization for the hemiarthrosis approximately six (6) weeks later. The patient continued to experience ongoing stiffness and was further treated with iliotibial band release and excision of scar tissue approximately three (3) months later. No additional patient consequences were reported. Operative reports from the procedures identified no intraoperative complications.